Event description:
It was reported that there was a motor failure on the centrimag system. Related manufacturer's report: 2916596-2023-01708.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an issue with the motor was not confirmed. The centrimag motor was returned for analysis and a log file was downloaded from the returned and associated centrimag 2nd generation primary console for review. A review of the downloaded log file showed events spanning approximately 12 days ( 11jan2023 ¿ 12jan2023, 14jan2023, 16jan2023, 18jan2023, 30jan2023, 01feb2023, 05feb2023, 06mar2023 ¿ 07mar2023, 10mar2023, 21mar2023 per time stamp). Events occurring on 21mar2023 took place during testing at abbott. There were no notable events active in the log file. The reported event could not be confirmed via the log file analysis. The centrimag motor was returned for analysis to the service depot. The reported event was unable to be reproduced during testing. The motor was connected with the returned and associated centrimag 2nd generation primary console and a mock loop and was run for several days with no alarms. The motor cable was manipulated along its entire length with no issues. The motor was run independently and operated as intended. Multiple good faith efforts were sent to retrieve additional information regarding if there was patient involvement in the reported event, if there were any adverse patient impacts, events leading up to the reported motor issue, and if there were any alarms during the event; however, no response was received. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the centrimag motor and the motor was found to pass all manufacturing and qa specifications. The 2nd generation centrimag system operating manual (rev. M) section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." No further information was provided. The manufacturer is closing the file on this event.